Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule was placed inside the patient. At some point later, the patient had a CT scan. The results of the scan were not noted by the office until later when the patient was being worked up for a pending manometry. Upon chart review, the nurse noticed the previous CT scan which showed a possible esophageal perforation. No intervention or treatment was required other than a delay in the planned manometry procedure.